Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
In this event it was reported that a c-pilot files cc+ sterile broke during use. The broken piece could not be retrieved so the patient's tooth was extracted.